Event description:
Customer reported, unit would not boot up. Keeps coming up with error code. No injury reported.

Manufacturer narrative:
Service rep reported ordered battery. Battery installed tested unit by booting up several time and taking and saving images. Unit returned to service.